Event description:
As reported, the indicator wire cowling guard of a 6f exoseal vascular closure device (vcd) did not lock against the handle assembly. According to the user, the cowling guard was depressed during the deployment. However, it could not be confirmed with certainty whether it was fully depressed all the way. No black was seen on the indicator. Upon removal of the device from the patient, the indicator wire loop was not deployed or visible. Manual compression was subsequently performed, and hemostasis was successfully achieved. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction, and no red color was visible in the indicator window. The device was not attempted to be deployed outside the patient¿s body. A retrograde approach was used. The patient¿s post-procedure status was normal. The operator was trained on the device, and the exoseal vcd was stored and prepared according to the IFU, with no visible signs of device or package damage prior to use. Femoral artery suitability and insertion angle were verified on angiography, the vessel diameter was confirmed to be at least 5 mm, and there was no visible calcium or plaque at the puncture site. There was no stent near the puncture site, no vessel stenosis greater than 50%, and the site had not been previously closed with a device or manual compression within 30 days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present prior to exoseal vcd use. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. There is a discrepancy with the device that was received. Pending clarification. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.